Event description:
Event description boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced eight to nine beats of a torsades type ventricular fibrillation, thought to be initiated by the ventricular pacing pulse on a t wave. Premature ventricular contractions (pvcs) were noted to fall into the blanking period, leading to the possibility of problematic pacing. The patient received no shock therapy, however there were episodes of non-sustained ventricular tachycardia (nsvt) that appeared to occur as a result of the pacing on a t wave.